Manufacturer narrative:
The device evaluation was not complete at the time of this report. Review of the manufacturing records, evaluation results, investigation, and a conclusion will be communicated in a follow-up submission.

Manufacturer narrative:
The device was manufactured 23 september 2011 and review of the device history record supports that no non-conformances were generated during manufacturing. Additionally, the service history record review supports that no serving occurred which could be related to the reported event. Examination of the returned device confirmed the customer¿s issue and determined that the failure was consistent with damage resulting from misuse by the user. During evaluation, penetration of liquid located inside the power adaptor was detected. There was no indication that the penetration was the result of any manufacturing defect. The damaged power adaptor power cable and bracket were replaced and the restored unit was extensively tested per standard operating procedure(s), where it was confirmed that the unit properly functioned as expected.

Event description:
During use of an ev1000a system in a 'theatre,' liquid dripped into the power cord connection which caused a small spark, smoke, and flame. The nature of the liquid was not provided. No patient compromise was reported and no additional system-related devices were identified as suspect.